Event description:
Zimmer pulse irrigator is powered by a battery pack. The batteries are difficult to remove from the pack at the end of the procedure. Staff members are cutting the wires to remove it from the contaminated portion. Staff state they are unable to remove the batteries from the housing. They leave the batteries in the housing and in more than one occasion the housing with the batteries have been hot, which leaves a potential fire hazard.